Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and inserted via a sheath into the pt's right femoral artery. On the second day of intra-aortic balloon pump (iabp) therapy, the pump alarm helium loss, flatline trace; blood was noticed in the tubing. At 10:50 am, per drs orders, the pump was put on standby. The iab was pulled at 12:05 pm. There was no reported death, injury, or complications. The pt was stable on removal. Medical/surgical intervention was not required. There was a two hr delay/interruption in iabp therapy. Another iab was not inserted. The pump was not sent to biomed because according to the perfusionist blood did not back up into the pump. Pump strips were generated and are available for review. X-rays were not performed.